Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a service history review, abbott field service evaluation, a search for similar complaints, and a review of labeling. A service history review for this instrument revealed no subsequent complaints of discrepant/erratic results being reported. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved part replacements per normal troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c4000 analyzer, list number (B)(4), was identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that for the past five months, they have experienced falsely low results across multiple assays on the architect c4000 analyzer. An example was provided in which the initial sodium result was 119 mmol/l and upon repeat yielded a normal result of 139 mmol/l. There was no report of impact to patient management. Samples were repeated and corrected results sent to physicians.